Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring and other outcomes attributed to the device. It was reported that the patient experienced pain, dyspareunia, and mesh banding and underwent mesh excision on (B)(6) 2008. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, sacrospinous fixation and enterocele repair.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced incontinence. It was reported that patient underwent harvest of rectus fascia, vaginal urethrolysis with takedown and removal of pelvilace sling, removal of previous anterior prolift, anterior repair with vaginal paravaginal repair, rectus facscia suburethral sling, skin tissue rearrangement with vaginal advancement on (B)(6) 2015 due to genitourinary graft malfunction, recurrent sui, recurrent cystocele.

Event description:
It was reported that following insertion the patient experienced incontinence. It was reported that patient underwent harvest of rectus fascia, vaginal urethrolysis with takedown and removal of pelvilace sling, removal of previous anterior prolift, anterior repair with vaginal paravaginal repair, rectus facscia suburethral sling, skin tissue rearrangement with vaginal advancement on (B)(6) 2015 due to genitourinary graft malfunction, recurrent sui, recurrent cystocele.